Event description:
It was reported that the patient thought she was having troubles with ¿the box.¿ it was noted that the patient was fine until 2pm and after that her hands would start to act up. Patient¿s fingers were together and patient was unable to get them apart. Patient¿s arm also drew up to her body. It was further noted that the lower half of the patient¿s body was fine and unaffected. Patient symptoms had begun the week prior to the date of this report. No stimulation changes were made in the afternoon. The patient¿s healthcare professional had tried reprogramming twice the week prior to the date of this report but it had not made a difference. Patient inquired if chemotherapy treatment would affect it. No changes to medication had been made. Patient took medication every 3 hours but they only worked and provided relief for 1 out of the 3 hours. It was later reported that there was a problem. The patient stated they needed ¿something done because something was not working right.¿ the patient had been reprogrammed twice and it had only gotten worse. Therapy was not working as expected. Additional information received reported the patient had an MRI on (B )(6) 2014 and that was being reviewed by the healthcare professional. No additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v635198, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v635198, implanted: (B)(6) 2011, product type: lead. (B)(4).